Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. Customer went to the emergency room for a bruise on their leg and had a lab test done around 1:00 pm and the result was 2.9 inr. Around 8:00 pm, the customer tested by fingerstick on their meter and the result was 3.8 inr. Customer did not require or receive treatment at the emergency room. Customer was on an antibiotic for a urinary tract infection at the time of the test. The customer has a therapeutic range of 2.0-3.0 inr. Customer is not anemic and has no antiphospholipid antibodies, no heparin and no direct thrombin inhibitors. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.